Manufacturer narrative:
E1 initial reporter phone no.: (B)(6). The device was received for evaluation. During functional testing, the customer reported 'failed ds occ test' was not reproduced. The device was tested for downstream occlusion detection at high, medium and low settings with passing results. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified as the force sensor no tube and scale factor values were found out of range which is a known contributor to the reported issue. The force sensor no tube and force sensor scale factor calibration will be performed to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed the downstream occlusion test. There was no patient involvement. No additional information is available.